Event description:
The customer reported the system displayed a motion error that caused a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drives and reloaded software. The system operates as intended.